Event description:
It was reported that noise resulting in oversensing and p-wave amplitude variation was observed on the right atrial (ra) lead. Technical support was contacted and gave reprogramming recommendations. No intervention has been performed.